Event description:
This patient's rv and lv leads were explanted and replaced due to noise. The lv lead was not replaced because the physician felt the patient no longer needed one.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.